Event description:
It was reported that noise was observed on the lead. It was recommended to monitor the lead. The lead remained implanted

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).